Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
It was reported that the patient had often been ¿out of it and asleep¿ for the past year. The patient went into the hospital last sunday, and had been in the intensive care unit (ICU) since monday. The patient¿s healthcare provider (hcp) thought that the pump may be causing him to be out of it and asleep to some degree. The patient had a methicillin-resistant staphylococcus aureus (mrsa) infection and a urinary tract infection. The patient was filled around (B)(6) 2014 and the pump was supposed to be replaced (B)(6) 2014. The baclofen was increased at the last refill and the patient also takes oral baclofen. The reporter was redirected to the patient¿s hcp. The pump system was being used to infuse baclofen (unknown). No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.